Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer's ventilator settings. The ventilator passed all bench testing. Internal inspection revealed no anomalies. Analysis of the event trace revealed a single intrrpt1 and intrrpt2 alarm condition.

Event description:
It was reported that the ventilator was making a humming noise and then the turbine stopped running. No pt harm reported.